Manufacturer narrative:
.

Event description:
The manufacturer's rep reported that shortly after pump replacement, the pt developed a hematoma and an infection at the pump pocket site. The pt has since been treated for the infection and now the pump will be moved to the other side of the pt's abdomen. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates lioresal. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.